Manufacturer narrative:
(B)(4). The initial manufacturer report stated the symptom of heat damage was reproduced during evaluation. Heat damage was not reproduced by baxter during evaluation.

Manufacturer narrative:
Manufacturer ref. (B)(4). Baxter received and evaluated the device. The device was sent from the customer with an unknown problem and upon evaluation this problem was identified as heat damage. The device was found out of specification in relation to the heat damage, which was experienced during evaluation. The unit was unable to power on with both ac and dc power. Evaluation found the rear case and input/output printed circuit board (I/o pcb) to be failing. The rear case and I/o pcb were replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump had an unknown problem. Any patient involvement, injury or medical intervention is unknown.